Manufacturer narrative:
The product investigation was completed as the complaint device was not returned. It was reported that a 61-year-old male patient (104.3 kg) underwent a cardiac ablation procedure for paroxysmal atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a catheter sensor error (unknown number) was displayed on the carto system when the first stsf catheter (30430573m) was connected. No temperature reading was displayed from the catheter. The catheter was unable to be zeroed, and the cable was replaced without resolution. The issue was resolved by replacing the catheter. The procedure was continued with the replacement catheter (30433373m). At the end of the procedure, while using intracardiac echography (ice) to survey the heart, pericardial effusion of about 2 cm was noted. There was no change on the patient¿s vital signs. Pericardiocentesis was performed to drain about 600 ml of fluid from the pericardial space. The pericardial drain was left in place. Prolonged hospitalization was required. The patient was reported in stable condition and subsequently had fully recovered. The physician believes the adverse event occurrence might be related to the procedure. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30433373m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient (104.3 kg) underwent a cardiac ablation procedure for paroxysmal atrial fibrillation (afib) with a thermocoolâ® smart touchâ® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a catheter sensor error (unknown number) was displayed on the carto system when the first stsf catheter (30430573m) was connected. No temperature reading was displayed from the catheter. The catheter was unable to be zeroed, and the cable was replaced without resolution. The issue was resolved by replacing the catheter. The procedure was continued with the replacement catheter (30433373m). At the end of the procedure, while using intracardiac echography (ice) to survey the heart, pericardial effusion of about 2 cm was noted. There was no change on the patientâ¿¿s vital signs. Pericardiocentesis was performed to drain about 600 ml of fluid from the pericardial space. The pericardial drain was left in place. Prolonged hospitalization was required. The patient was reported in stable condition and subsequently had fully recovered. The physician believes the adverse event occurrence might be related to the procedure. Transseptal puncture was done with a brk transseptal needle. There was no evidence of steam pop. No high force warnings seen. The catheter irrigation was set at 8-15 ml/min. Graph, dashboard, vector and visitag were all utilized as visualization features. Surpoint module was used with ablation index as coloring option. The max wattage used was 50 w. The total rf lesions were 74. Total ablation time was 93 min. Total fluid was 782 ml. No temperature reading being displayed is not an MDR-reportable issue. However, since cardiac tamponade is life threatening and required intervention and extended hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.